Manufacturer narrative:
The battery from the reported event was evaluated by physio-control and the battery was determined to have been depleted by normal hours of use. The battery was replaced.

Event description:
The facility reported a depleted battery via the sales consultant. The device event log is being returned with the depleted battery. No pt related use was involved.